Event description:
A customer reported encountering a cartridge change error with their pump. The issue led to the customer¿s blood glucose level exceeding 500 mg/dl, as the value was displayed as "high." To address the situation, the customer administered a corrective injection via multiple daily injections (mdi), and no third-party assistance was required. The customer was guided through several troubleshooting steps by customer technical support (cts), including inspecting and cleaning the pump components and attempting to fill and load a new cartridge, which was unsuccessful. Eventually, a replacement pump was sent to the customer, and they were instructed to return the problematic pump. No further action from customer support associates (csa) was necessary after setting up a replacement order.